Event description:
This report is being filed for the recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2013, one mitraclip was implanted in a patient with degenerative mr, successfully reducing mr from 4 to 1-2. On (B)(6) 2015, the clip was noted to be stable and attached to both leaflets, but mr was noted to have increased to 4. The physician did not comment on a possible cause of the recurrent mr. Another clip was implanted reducing mr to trace. There were no device issues and no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the recurrent mitral regurgitation (mr) was due to disease progression. The mitraclip itself did not contribute to the recurrent mr. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip delivery system. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Estimated patient weight. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.